Event description:
The patient had a right primary hip surgery on (B)(6) 2022 and a left primary hip surgery on (B)(6)2022. On (B)(6) 2022, the patient came in reporting instability in both hips and the surgeon revised the head and liner on both the right and left sides. Presently, on (B)(6)2023, the surgeon determined that the patient was over-lengthened in both hips. The surgeon revised the head, sleeve, and liner on both sides of the hip and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26-apr-2023. Lot 19c0066: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involve: ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot 2113578: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2027-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Ball heads: mectacer 01.29.242a sleeve size l (k131518) lot 1907393: (B)(4) items manufactured and released on 27-nov-2019. Expiration date: 2024-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Ball heads: mectacer 01.29.243a sleeve size xl (k131518) lot 19c0075: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Liner: mpact 01.32.3641hc4 offset 4mm pe hc liner ø36/d (k183582) lot 2111831: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.